Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients were not linked to patient profile. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not linked to patient profile. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the multiple patients were not linking with their profiles. A technical support specialist (tss) investigated missing patient orders and message transmission issues. The tss found no communication interruptions between systems, and real-time message processing was confirmed in the (es). Data synchronization was successful. Two of three patient examples were found in pyxis with no account issues. The customer indicated the flagged orders were manually entered, suggesting false positives. The third patient¿s data was missing, pointing to a possible upstream issue in the carefusion coordination engine (cce). The tss escalated the case to the iest for review. Cce services were confirmed active, with no queue backups and ongoing message flow. The tss reviewed the cce and found no issues. The customer was informed that the problem stemmed from the disaster recovery (dr) es, and any missing orders would need to be resent through meditech. The system functioned as intended after the technical support specialist troubleshot the device.